Event description:
The company was informed that the pt is experiencing no sound and loss of lock between external equipment and the implant. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Revision surgery will be considered after the pt finishes treatment for chronic otitis media.